Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the observation window shows implantable pacing lead (ipl) polarity switch occurred, but no date given and notable data shows no high or low impedance measurements. The last interrogation final report shows reprogramming to bipolar pacing, and the current day interrogation shows unipolar pacing. It was advised that switching polarity within one hour of session end, data gets cleared at one hour therefore, information is not available at the next interrogation. The ipl remains in use, and no patient complications have been reported as a result of this event.